Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD implanted: (B)(6) 2017; 693558 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. It was noted that the rv lead had no capture with high and undefined pacing impedance measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.